Manufacturer narrative:
On further follow up with the customer, they indicated that the service visit resolved the problem. They have had no further issues. (B)(6).

Event description:
The customer received questionable results for magnesium gen.2 (mg) on six patient samples. Of those six, it was determined that four samples had erroneous results that were reported outside of the laboratory. The customer indicated the issue is intermittent and there have been no other assays affected. The erroneous results were caught by the customer's internal checks, which lead the customer to repeat the samples on another instrument. The customer indicated that an unspecified number of other samples were also retested, and no other erroneous mg results were found. Patient 1 had an initial mg result of 3.1 mg/dl, which was reported outside of the laboratory. The sample was repeated on another instrument, and the repeat result was 2.0 mg/dl. The customer deemed the repeat result to be correct and issued a corrected report. There was no adverse event. Patient 2 had an initial mg result of 3.3 mg/dl, which was reported outside of the laboratory. The sample was repeated on another instrument, and the repeat result was 1.7 mg/dl. The customer deemed the repeat result to be correct and issued a corrected report. There was no adverse event. Patient 3 had an initial mg result of 3.2 mg/dl, which was reported outside of the laboratory. The sample was repeated on another instrument, and the repeat result was 2.0 mg/dl. The customer deemed the repeat result to be correct and issued a corrected report. There was no adverse event. Patient 4 had an initial mg result of 3.3 mg/dl, which was reported outside of the laboratory. The sample was repeated on another instrument, and the repeat result was 2.3 mg/dl. The customer deemed the repeat result to be correct and issued a corrected report. There was no adverse event. The lot number for the mg reagent in use was 69484901, with an expiration date of 10/31/2015. The field service representative found there was insufficient rinse in a tubing line. He replaced the lines and verified the probe adjustments. He also verified the rinse mechanism dispense, which was good. The mechanism checks passed. He performed a precision test, which passed. The customer calibrated successfully and ran controls, which were near the mean. The instrument was performing according to specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.